Event description:
Per complaint (B)(4), it was reported that a dental implant locator was mislabeled. A 3mm collared abutment was ordered, but the purchased abutment contained a 5mm collar. No patient involvement was reported.